Event description:
The complainant reported that in 2008, the clinicians were performing a therapeutic cysto lithopaxy on a male patient. During this procedure, the segura hemisphere stone retrieval basket's inner lumen dislodged from the outer lumen. The physician then successfully completed this procedure using rigid graspers. The complainant indicated that there were no patient complications and that the patient is fine.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed; therefore, we are unable to determine the relationship between the device and the cause for this event.